Event description:
Please refer to report 0009613350-2018-01179.

Manufacturer narrative:
This follow-up report is being filled to relay investigation result. Additional and corrected information are filled in the following fields: DHR review: the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: metallosis/pain event description: it was reported that the patient developed pain during the last year. The MRI showed a pronounced joint effusion but no pseudotumor. The puncture proved metallosis. Intraoperatively, the joint liquid had a macroscopic appearance like diarrhea not as usually expected for metallosis oily and gray. The histology indicates a hypersensitivity reaction. The patient¿s left hip had to be revised a year ago. The chisel damage marks 12-1 o'clock on the insert. There is a little damage that derived from the pusher that could be set at 4-5 o'clock on the basis of the head close to the logo. Due to insufficient offset an ischiofemoral impingement with subluxations in extension and external rotation existed. The zper does not contain any additional information that is not already summarized on the front page of this report. Review of received data: as indicated on the front page of this report, x-rays taken before the implantation of both, left and right, hip prostheses as well as during time in vivo (including the revisions) are available for evaluation. The x-rays provided show pelvis overviews as well as second views of the right or the left hip. Further, there are selected photos of a CT of the left hip as well as a MRI of the right hip that will not be evaluated. Only selected x-rays concerning the right hip side will be evaluated. For simplification ap views of the right hip side were cut out from the pelvis overviews. The pelvis overview taken on (2006 shows a total hip prosthesis with metal-on-metal bearing implanted on the right side. The implants have a correct position. The inclination angle amounts to about 39°. On the lateral side the cup slightly protrudes the acetabular bone. There is a gap between the cup¿s contour and the contour of the acetabular reaming. There are no changes visible on the x-ray taken on (B)(6) 2006. The second view exhibits also a gap between cup and the acetabular bottom. On the ap view taken in 2008 the gap between the cup¿s contour and the contour of the acetabular reaming is not any more visible. There is a small radiolucent area observable between the stem and the trochanter major ending below the second hole of the stem from proximal (zone 1 after gruen). Due to a different position the second view cannot be compared to the previous one. Comparing the ap views taken in 2008 and 2012 there are no changes visible. On the second view taken in 2008 small radiolucent areas can be noticed proximally on the anterior (zone 8 after gruen) as well as possibly on the posterior (zone 14 after gruen) side of the stem. Due to a different position the second view cannot be compared to the previous one. The ap x-ray taken in (B)(6) 2017 does not show an increase of the small radiolucent area. The latter does not seem to change in the further follow-up. On the second views the small radiolucent area located anteriorly seems to be unchanged throughout the further follow-up. Due to the always slightly different position of the second views it is however unknown, if there is still a small radiolucent area posteriorly or not. On the x-rays taken on (B)(6) 2018 it is recognizable that the metal-on metal bearing is no longer implanted. - surgical report of (B)(6) 2004 (left hip side). Diagnosis: suspicion of irritation of the psoas at the ventral cup rim at state after left total hip prosthesis performed procedure: arthrotomy and resection of the tendinous portion of the iliopsoas at the level of the anterior rim of the cup as the report concerns the left hip side it is not further considered. Surgical report of implantation on (B)(6) 2006 (right hip side). Diagnosis: coxarthrosis right. Indication: invalid coxarthrosis. Operation: right total hip prosthesis (allofit 48, metasul insert 48/28, metasul head 28 m) procedure: a lateral approach is used. Cranioventral acetabular osteophytes are removed and the joint is dislocated to ventral. The head / neck fragment is resected at the hight of the basis of the femoral neck. The acetabulum is exposed and prepared using reamers of increasing size up to ø 48. The implant is impacted with 45° inclination and 15° anteversion with good stability. The polyethylene insert is mounted correctly and osteophytes are removed ventrocaudally. The proximal femur is lateralized. The medullary canal is opened and prepared using the smallest reamer for a zweymüller stem (0/1). With that the planned leg length can finally be reproduced. The implant is impacted with good stability and has an antetorsion of 10°. According to the preoperative planning a metasul head size m is mounted and the joint is reduced having good mobility and stability. After extensive lavage closure is performed. Surgical report of revision on (B)(6) 2017 (left hip side). Diagnosis: probably aseptic stem loosening with posterior impingement of the components at malposition of the cup and insufficient lateralization of the femur at: · state after surgical hip dislocation on (B)(6) 2001. · state after screw removal at the trochanter major on (B)(6) 2002. · state after implantation of an uncemented total hip prosthesis with metal-on-metal bearing on (B)(6) 2003. · state after revision of total hip prosthesis with change of head and insert on (B)(6) 2009 with suspicion of reaction on metal wear. · state after psoas tenotomy on (B)(6) 2014. Intraoperative fracture of the left anterior acetabular column. Indication: the preoperative examinations show a posterior impingement of the components of the total hip prosthesis which prevents complete extension. Because of the excessive anteversion of the cup of about 40° and an insufficient lateralization of the femur as well as insufficient leg length the revision of cup and stem is indicated. There is no indication for a preprosthetic infection. Performed procedure: revision of left total hip prosthesis via transfemoral approach with osteosynthesis of the acetabulum using a bruch schneider reinforcement cage and reosteosynthesis of the femur using cable cerclages and osteosutures. As the report concerns the left hip side it is not further considered. Histological report of samples taken during revision on (B)(6) 2017 (left hip side). The report describes the results of the histological investigation of two samples taken during the revision surgery. As the report concerns the left hip side it is not further considered. 1.6 surgical report of revision on (B)(6) 2018 (right hip side) diagnosis: symptomatic reaction due to metal wear right hip with bursitis iliopectinea after implantation of an uncemented total hip prosthesis (transgluteal) with a metal-on-metal bearing on (B)(6) 2006 indication: see diagnosis, reaction due to metal wear manifesting itself by hip pain as well as by proof of an excessive joint effusion that clearly shows metallosis. Therefore it is indicated to change the modular components via an anterior approach. Procedure: the joint is exposed by several steps. When setting a hohmann hook to the anterior acetabular wall the bursa iliopectinea already ruptures. Brown-greyish liquid containing multiple small streaks drains out. Ectomy of the anterior capsule is performed. There is a chronic synovitis with metalotic discoloration. However, the fibrous tissue of the capsule shows a normal appearance. Samples for microbiologic and histopathologic investigation are taken from different sites. Capsule ectomy is completed. At the same time the bursa iliopectinea is opened and debrided. Due to an osteolysis the anterior wall of the acetabulum has a defect, but the cup is fix. The prosthesis is dislocated and the head removed. The stem taper is inconspicuous. To remove the insert a chisel is used. The head as well as the metal inlay of the insert do not show any macroscopic lesions. As expected the polyethylene has a yellowish discoloration due to fatty deposits. There are no pathologic deposits between the shell and the insert. Lavage is performed and the debridement is completed. A new durasul alpha insert is impacted. Trial reduction with a head size m shows a relatively correct position of the implant with an elongation of 3 mm under tension without instability. However, in extension and external rotation a trochanter impingement with anterior subluxation occurs. Therefore, a trial reduction with an l head is performed which solves the trochanter impingement without excessive tension. A cocr head 32 / l is mounted and the joint is reduced. Lavage and haemostasis is performed. The wound is closed. Histological report of samples taken during revision on (B)(6) 2018 (right hip side) clinic: symptomatic reaction due to metal wear after implantation of a total hip prosthesis with a metal-on-metal bearing material: capsule. Diagnosis: partially synovial covered soft tissue with pronounced fibrinous synovitis with epithelial cell proliferation and haemosiderosis. No perivascular plicated inflammatory infiltrate. No evidence of neutrophil granulocytes. No metal wear. See comment. Comment: the main finding is a serious fibrinous exudation with proliferation of the synovial epithelial cells that could indicate a part of a hypersensitivity reaction on a metal-on-metal bearing whereas the usually finding of a perivascular chronic inflammation is missing in the tissue at hand. No indication of infection. No metal wear. Device analysis: visual examination: the metasul alpha insert shows few scratches probably deriving from the revision surgery on the rim of the polyethylene liner on the articulation side. Further, there is a chisel damage on the anchoring side that, as described in the surgeon¿s letter, originated from the removal of the insert. In the half where the chisel damage is located signs of layer delamination can be seen on the rim of the polyethylene liner. On the articulation surface of the metasul inlay numerous fine scratches are visible. Using a binocular type wild m38 ((B)(4)) the edge and rim of the spherical calotte were inspected and found to be intact without any signs of subluxation/dislocation and/or impingement. Under certain conditions the anchoring side of the metasul alpha insert seems to appear lightly yellowish. However, this can probably be attributed to an effect of lighting conditions but does not indicate a discoloration of the polyethylene itself. The anchoring side of the insert exhibits a pair of indentations originating from the anti-rotational spikes of the allofit shell. This points to a proper fixation of the insert in the shell. In one half, the pole pin shows a deformation on the side opposing the chisel damage. In the flat polar area around the pole pin a small imprint of oval shape measuring about 2 x 1 mm can be observed. The surface of the imprint has an abraded appearance. Closer inspection of the anchoring side with a low power microscope (leica mz16 a,(B)(4)) revealed areas with slight backside changes where the original machining lines are obliterated. On the articulation surface of the metasul head a single, coarse scratch can be recognized. The articulation surface was inspected under the microscope (nikon epiphot, (B)(4) at 200-times magnification with differential interference contrast (dic). In the loaded area numerous fine scratches are visible and the carbides, which in the original surface state protruded slightly, are levelled, while they are still recognisable in the unloaded area. The head taper is inconspicuous. Measurements: the wear measurement was carried out on a 3d measuring machine type cmm5, sip geneva. The total linear wear value for the head is 5.6m which results in an annual wear rate of 0.5m. The wear map of the insert shows a possible wear zone in the center. However, the method to determine the wear requires an unworn area on the same parallel of measurement points. Therefore it is not possible to determine a wear value. However, the measured diameter of the cup is still within the manufacturing tolerances. For a metasul-pairing with diameter 28 or 32 mm retrieved within the first year an average wear of 27.8m / year per pairing was found. Retrievals explanted after two and more years in-vivo had an average wear rate of 6.2m / year per pairing. Review of product documentation: all involved devices are intended for treatment. - surgical technique was not reviewed as there is no indication of a intraoperative problem observed in the surgery. Conclusion: after approximately 11 years and 11 months in vivo the metasul bearing was revised due to ain and excessive joint effusion. The report of the revision surgery states in the indication section a reaction due to metal wear manifesting itself by hip pain as well as by proof of an excessive joint effusion that clearly shows metallosis. The report mentions that during the surgery chronic synovitis with metalotic discoloration was found and a yellowish discoloration of the polyethylene liner of the metasul insert was observed. The histological report of the capsule sample taken at revision surgery grants a potential hypersensitivity reaction on a metal-on-metal bearing, but also points to the fact that the usually finding for this, perivascular chronic inflammation, is missing. Additionally, no metal wear was found. The x-rays provided were inconspicuous except for a small radiolucent area in zones 1, 8 and possible 14 after gruen first observed on the two year post-op x-rays, but not progressive over the time in vivo. It could be possible that this observation could be similar to that described as running in osteolysis by dorig et al. The articulation surfaces (insert and head) of the retrieved metasul bearing are inconspicuous and do not show obvious abnormalities. Due to the limitations of the wear measurement method only the wear rate for the head could be determined. However, the measured diameter of the cup is still within the manufacturing tolerances. There is as well nothing to report about the taper of the head. Considering the above mentioned facts, the wear rate seems to be low and metal wear deriving from fretting of the taper connection can be excluded which would be in alignment with the histological finding of no metal wear. The above mentioned observations, described in the report of the revision surgery concerning possible metallosis, do not seem to match with the histological as well as the findings of the retrieval analysis. On the rim of the polyethylene liner of the metasul alpha insert signs of layer delamination are visible. These can be attributed to oxidation of the material most probably during time in vivo. The yellowish discoloration observed on the anchoring side of the polyethylene liner during revision surgery can probably be attributed to an effect of lighting conditions but not to the discoloration of the polyethylene itself. The cause for the small imprint of abraded appearance in the flat polar area of the insert¿s anchoring side could possibly be a particle, e.g. Bone, which was trapped between the insert and the shell. Because the deformed area of the pole pin is located on the opposing side of the chisel damage it is assumed that the deformed area derived from revision surgery when the insert was levered out from the shell. However, based on the available information, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet¿s reference number of this file is (B)(4).

Manufacturer narrative:
The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. Where lot numbers were received for the explanted devices, the device history records were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. (B)(4).

Event description:
The patient was implanted on right side and underwent revision surgery due to pain and metallosis.